Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported would not auto restart after downstream occlusion which was not reproduced. The reported symptom was confirmed through a review of the event history log and was caused by a failed downstream sensor. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded (high). The downstream sensor was replaced to correct this condition.

Event description:
During baxter's evaluation of a spectrum pump, the device would not auto restart after downstream occlusion. There was no patient involvement.